Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitor issued an alert for high out of range pacing impedance measurements for the pacemaker and right ventricular (rv) lead which triggered the lead safety switch (lss). In unipolar sensing there was double counting and fusion noted. The oversensing caused pacing inhibition in the dependent patient. The lead was tested in bipolar configuration and they were unable to recreate. The lead was reprogrammed to bipolar pacing and sending with the lss off. Boston scientific technical services (ts) advised that the lss should be turned off for patient safety. The minute ventilation was also reprogrammed from passive to off. It was further noted that there were a high number of auto threshold tests done since implant. The patient was brought back into the clinic and the pacemaker and rv lead were reprogrammed to unipolar pace and bipolar sense. There was also intermittent noise noted on the rv lead, however it was not able to be reproduced. Auto capture was programmed off in the device due to continued fusion beats which was causing pacing inhibition. Further reprogramming options were discussed. The patient noted they were asymptomatic to all issues observed. The pacemaker and rv lead remain in service.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned due to continued performance issues. The pacemaker remained in service and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the remote home monitor issued an alert for high out of range pacing impedance measurements for the pacemaker and right ventricular (rv) lead which triggered the lead safety switch (lss). In unipolar sensing there was double counting and fusion noted. The oversensing caused pacing inhibition in the dependent patient. The lead was tested in bipolar configuration and they were unable to recreate. The lead was reprogrammed to bipolar pacing and sending with the lss off. Boston scientific technical services (ts) advised that the lss should be turned off for patient safety. The minute ventilation was also reprogrammed from passive to off. It was further noted that there were a high number of auto threshold tests done since implant. The patient was brought back into the clinic and the pacemaker and rv lead were reprogrammed to unipolar pace and bipolar sense. There was also intermittent noise noted on the rv lead, however it was not able to be reproduced. Auto capture was programmed off in the device due to continued fusion beats which was causing pacing inhibition. Further reprogramming options were discussed. The patient noted they were asymptomatic to all issues observed. The pacemaker and rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.